Manufacturer narrative:
The investigation of the returned device found no problems that would contribute to the device failing to deliver insulin. The pod was received with the soft cannula deployed, and the formed needle viable through the exposed portion of the soft cannula. The linkage assembly was not fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. Inspection of the device along with the data suggest that this defect had no effect on the device's ability to deliver insulin. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached ¿high¿ (> 500 mg/dl) while wearing the pod between 24 and 36 hours on the leg. As treatment, a bolus of insulin was delivered but it did not work.